Manufacturer narrative:
A steris technician inspected the lighting system and found damaged wiring where the spring arm connects to the lighthead. The technician repaired the wiring, tested the lighthead, and placed it back into service; no further issues with this lighting system have been reported. Steris engineering evaluated a picture of the lighting system and determined that wiring was improperly routed within the spring arm during installation.

Manufacturer narrative:
Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Event description:
The user facility reported that after a patient procedure, a lighthead stopped working and smoke was observed coming from the lighting system's spring arm; the facility subsequently pulled the fire alarm however no evacuation was required. The patient was removed from the operating room and no injuries were reported to hospital staff or patient.